Event description:
It was reported by the patient that their glucose level reached 192 mg/dl while the pod was worn between 1 and 4 hours. The patient also reported receiving a communication error indicating ¿no active pod.¿ the cannula did not insert into the infusion site (abdomen), and the pink slide did not move forward, indicating a needle mechanism failure. However, the cannula was reported to be out and normal when the pod was removed. Redness and swelling were present.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone15.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.